Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed in the late morning. The patient's la pressure was about 10 mmhg and a fluid bolus was given to make sure the pressure was acceptable. A 27mm watchman laa closure device and delivery system was used. The closure device was deployed and they were assessing the release criteria. The position was fine. The physician verbalized that he performed the tug test. The sizing was marginal with 9-10% compression. It was noted there was a thrombus on the delivery system at the time of deployment. Since the release criteria were met, the device was released successfully. They aspirated back as they were exiting the laa and when the system was removed outside the patient, they flushed forward to release the thrombus. There were no further complications. It was further reported that the patient had their 45 day follow up appointment and transesophageal echocardiogram (tee) noted that the device embolized to the left ventricle. At the time this was reported, device removal had not yet been scheduled. The patient did not experience any symptoms and was fine.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed in the late morning. The patient's la pressure was about 10 mmhg and a fluid bolus was given to make sure the pressure was acceptable. A 27mm watchman laa closure device and delivery system was used. The closure device was deployed and they were assessing the release criteria. The position was fine. The physician verbalized that he performed the tug test. The sizing was marginal with 9-10% compression. It was noted there was a thrombus on the delivery system at the time of deployment. Since the release criteria were met, the device was released successfully. They aspirated back as they were exiting the laa and when the system was removed outside the patient, they flushed forward to release the thrombus. There were no further complications.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed in the late morning. The patient's la pressure was about 10 mmhg and a fluid bolus was given to make sure the pressure was acceptable. A 27mm watchman laa closure device and delivery system was used. The closure device was deployed and they were assessing the release criteria. The position was fine. The physician verbalized that he performed the tug test. The sizing was marginal with 9-10% compression. It was noted there was a thrombus on the delivery system at the time of deployment. Since the release criteria were met, the device was released successfully. They aspirated back as they were exiting the laa and when the system was removed outside the patient, they flushed forward to release the thrombus. There were no further complications. It was further reported that the patient had their 45 day follow up appointment and transesophageal echocardiogram (tee) noted that the device embolized to the left ventricle. At the time this was reported, device removal had not yet been scheduled. The patient did not experience any symptoms and was fine. It was further reported from the physician that the patient passed away after the recent holidays due to an unrelated cause, not related to the watchman device. The patient had a history of multiple coronary interventions, an myocardial infarction, and 2 open heart procedures (coronary artery bypass graft - CABG) with complications that would have made it difficult to retrieve the device surgically. The physician stated that the patients heart function was good, as well as mitral valve function, so no intervention was done. The physician mentioned that the patient had been monitored closely with tees, transthoracic echocardiogram (ttes) and a computed tomography angiography (cta) since the discovery of the watchman in the left ventricle (lv), and the watchman remained in the lv.